Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for ivc filter placement with history of dvt and contraindication to coagulation. The patient¿s right groin was prepped and venogram demonstrated patent vena cava without intraluminal thrombus present. The filter was prepped and successfully deployed in an infrarenal location. The catheter and sheath were removed and hemostasis was achieved. Approximately six months post filter deployment, the patient was admitted to the hospital with two-day complaint of abdominal pain and lower back pain. CT scan demonstrated thin metallic object, approximately 2-3 cm in length, located within the apex of the right ventricle. The metallic density was suspected to represent an ivc filter limb presumably from prior unsuccessful attempt at ivc filter removal. Consultations were scheduled and it was determined that the patient was not a candidate for heart surgery and the small metallic piece would remain in place as the patient was not symptomatic. The patient was discharged home three days post hospital admission. Approximately one week post hospital discharge, an echocardiogram was performed which demonstrated an echo density with shadowing noted at the rv apex consistent with ivc filter fragment, and did not appear to be mobile. Image/photo review: based on the images provided, due to extremely poor to nonexistent images, only a silhouette of the heart can be identified. Conclusion: the device was not returned. Images were received. Due to poor image quality, only a silhouette of the heart could be identified. Medical records were provided. The medical records allege a filter was implanted successfully in an infrarenal position. Approximately six months after implantation a CT scan allegedly identified a thin metallic object in the apex of the right ventricle. The ivc filter was reportedly in good position. The metallic object was reportedly consistent with an ivc filter limb. As the identity of the metallic object was only suspected to be a filter fragment and could not be confirmed, the investigation is inconclusive for a detached filter limb. The investigation is confirmed for an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
Medical records were received and reviewed. Approximately six months post filter deployment for contraindication to anticoagulation, the patient presented to the hospital with abdominal and back pain. CT scan demonstrated a metallic fragment located within the apex of the right ventricle, which was presumably a detached filter limb from prior unsuccessful filter retrieval attempt. The patient was discharged home three days post admission. Eight days post hospital discharge, an echocardiogram was performed which demonstrated a shadowing at the apex of the right ventricle consistent with an ivc filter fragment. No additional information was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the images provided, due to extremely poor to nonexistent images, only a silhouette of the heart can be identified. Based on the medical records review, approximately six months later post filter deployment, the patient experienced abdominal pain, computed tomography of abdomen and pelvis with intravenous contrast was performed. Impression given: retained metallic density wire fragment in the right ventricle suspect to represent one of the inferior vena cava filter limbs presumably from prior unsuccessful attempt at inferior vena cava phase removal. After one week, indication shows that the patient had an inferior vena cava filter fragment. Therefore, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately six months post filter deployment for contraindication to anticoagulation, the patient presented to the hospital with abdominal and back pain. Computed tomography scan demonstrated a metallic fragment located within the apex of the right ventricle, which was presumably a detached filter limb from prior unsuccessful filter retrieval attempt. Eight days post hospital discharge, an echocardiogram was performed which demonstrated a shadowing at the apex of the right ventricle consistent with an inferior vena cava filter fragment. The current status of the patient is unknown.